Event description:
It was reported to baxter (B)(4) that the blue winged luer cap of three intermate lv100 devices were found to be detached. This is report number 2 of 3. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of tubing detached completely from the stress-member. The root cause of this condition is currently investigation batch review determined that no nonconformance reports were documented for this lot during manufacturing.